Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Further the solution was provided over the phone. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion "throughout shift" on a patient with a peripheral intravenous catheter piv). "Assessed pump and lines after every alarm. Noticed upper lines twisting and adjusted". The device continued to alarm downstream occlusion. A new piv was placed and no further alarms occurred. "Upon reassessing pumps, registered nurse noticed that the primary bag of normal saline had been infusing, and anakinra (kineret) was empty. Ordered new bag right away ". There was no report of patient injury or medical intervention associated with this event. No additional information is available.